Event description:
It was reported that the patient was being treated for an abdominal aortic aneurysm. Five gore excluder? Aaa endoprostheses were implanted via percutaneous access without issue. Upon closure, two perclose proglide sutures broke requiring a cutdown on the patient's right groin and pressure application on the left groin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).